Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the ultrasonic gastrovideoscope had a leak from the distal end. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the acoustic lens was peeled off which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the acoustic lens peeled off. Upon further inspection, it was observed that due to leakage from the electrical connector/ ultrasonic connector there was corrosion. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, it was observed that the gap on the up and down knob was out of standard due to a worn angle wire. It was observed that the connecting tube was corrugated. It was also observed that the light guide lens was discolored. Lastly, it was observed that the grip part was dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.